Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: 'tightness test failed' happened when during test, c1 did not connect the patient, so it did not bring any adverse consequences to the patient no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: 'tightness test failed' happened when during test, c1 did not connect the patient, so it did not bring any adverse consequences to the patient. No patient involvement.